Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp was placed in a seventy-two-year-old male patient for treatment of an acute myocardial infarction with associated cardiogenic shock. During femoral venous access for placement of the right-heart pump, fluoroscopy demonstrated that the guidewire was twisted. The guidewire was removed along with the twenty-three french peel-away sheath. It was then noted that the distal portion of the peel-away sheath was damaged, with clear evidence of abrasion. A second insertion kit was utilized, and the procedure proceeded. This case will be coded as a venous occlusion with device revision or replacement.

Manufacturer narrative:
Corrected information was provided in d3, e4 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pd-any device-(twist, bent, kinked) was most likely was patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (tortuosity).

Manufacturer narrative:
Updated information: b1 selected adverse event and b2 required intervention. E1 initial reporter address added. H1 changed to serious injury.